Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluation the device and observed that the device would not run, did not engage when power was applied and the triggers were jammed. Therefore, the reported condition was confirmed. It was noted that the electronic control unit and electric motor were not functional. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device ceased up. There was a two minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2015. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.